Event description:
On (B)(6)2025, while priming prior to a low artifact powerport placement procedure, use was discontinued due to strong resistance felt when flushed with the non-coring needle for flushing in the kit. It was further reported that, there was aspiration issue. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent for a port placement using powerport clearvue isp implantable port, chronoflex single-lumen, 6f. During the procedure, priming prior to a low artifact powersport placement, use was discontinued due to strong resistance felt when flushed with the non-coring needle for flushing in the kit. Additionally, there was aspiration issue. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp implantable port was returned for evaluation. Visual, microscopic, and functional evaluations were performed on the returned device. Infusion was attempted but was unsuccessful. Aspiration was attempted and was unsuccessful as neither water nor air did not return to attached syringe. The port septum was observed slightly blowing up during attempt. A boston scientific starter guidewire was inserted into the port stem to expose any material within the port body. Resistance was felt on the first attempt when guidewire was entered. Another attempt was performed, and a small amount of dye water was observed exiting the distal end of the port stem after a small pop was felt. An infusion test was performed and was successful. Dye water was observed exiting the port stem. No anomalies were noted to the water that exited the port stem. Aspiration was attempted and was successful as dye water fully returned into the attached syringe. Therefore, the investigation is confirmed for the reported difficult to flush, suction issue and identified obstruction of flow issues. The cause of this condition is related to be manufacturing. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue isp implantable port was returned for evaluation. Visual, microscopic, and functional evaluations were performed on the returned device. Infusion was attempted but was unsuccessful. Aspiration was attempted and was unsuccessful as neither water nor air did not return to attached syringe. The port septum was observed slightly blowing up during attempt. A boston scientific starter guidewire was inserted into the port stem to expose any material within the port body. Resistance was felt on the first attempt when guidewire was entered. Another attempt was performed, and a small amount of dye water was observed exiting the distal end of the port stem after a small pop was felt. An infusion test was performed and was successful. Dye water was observed exiting the port stem. No anomalies were noted to the water that exited the port stem. Aspiration was attempted and was successful as dye water fully returned into the attached syringe. Therefore, the investigation is confirmed for the reported difficult to flush and suction issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, while priming prior to a low artifact powerport placement procedure, use was discontinued due to strong resistance felt when flushed with the non-coring needle for flushing in the kit. It was further reported that, there was aspiration issue. There was no reported patient injury.